Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). Stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 9mm. During analysis it was possible to fully deploy the stent without issue. Stent did not fully expand initially so it was placed in a 37c waterbath for 5 minutes. The stent fully expanded to a diameter of 22mm which is within specification. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent implantation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 25cm stricture due to an esophageal cancer. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician inserted the stent into the desired location under a fibroscopic and x-ray control and attempted to deploy the stent. There was an insurmountable resistance and the stent was only able to be partially released by 1cm. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent implantation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 25cm stricture due to an esophageal cancer. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician inserted the stent into the desired location under a fibroscopic and x-ray control and attempted to deploy the stent. There was an insurmountable resistance and the stent was only able to be partially released by 1cm. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.